Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the requested bolus. There was no adverse impact to customer's blood glucose level. Reportedly, the customer requested another bolus to be delivered to resolve the issue.